Event description:
It was reported that the catheter was totally fractured after a few days usage.

Manufacturer narrative:
A chr could not be completed, since the lot number was not indicated. The complaint is inconclusive, since the product was not returned for evaluation.